Event description:
Pt was implanted with decvice on 9/6/94. On 7/13/95 md noted pt's left breast had developed an infection and capsular contracture and removed the prosthesis on 11/29/96. No add'l info available. "Submission of this report by co is pursuant to the provisions of 21 cfr part 803, but not necessarily required thereby. Co expressly denies that any info contained in this report constitutes an admission that the device caused or contributed to a death or serious injury or that the device malfunctioned. Pursuant to part 360i (b) (3), this report shall not be admissible into evidence or otherwise used to any civil action".